Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735521, h3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that during a shunt placement procedure, the site was unable to see the patient tracker in the tracking view. It was reported that the site was utilizing a halo mayfield. The site performed a hard reboot with no effect. The site removed the patient tracker and held both the side emitter and tracker next to each other in the air, which resolved the issue. The site removed the halo mayfield and replaced it with a standard mayfield headframe. The procedure continued without issue. There was a reported 5 minute delay and no reported impact to patient outcome. The suspected cause of the event was due to metal interference from the halo mayfield.